Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 59 and 108 mg/dl. Tests were done within 10 minutes. Pt doesn't have solution and doesn't know how long strips had been open. Pt is currently cleaning meter with alcohol. Pt did not experience any adverse events. No further info has been reported.